Event description:
I have used a CPAP since 2015. Also use soclean with the system. I have had unexplained rashes, lumps under skin and hospitalize (B)(6) 2019 for something in my lung. Since then I have a lot of muscle loss, a cough that will not go away, heart fluttering, dizziness, eye twitching on and off. Also my vision seam to be getting worse. I have had to use my reading glasses not my prescription glasses just to get computer screen and tv. Have some medical test that will be high like for my liver function and low function on my anion gap function. (Which I think has to do with energy in the body or something like that). I received a new machine in (B)(6) 2020 and when I was putting new water in chamber found black like particles in the chamber. I contacted both phillips and the supplies with neither having any response. The supplier told me my water chamber most likely had mold in it and sent a new one and charged me for it. I told them it was not mold. I even showed the new one and old one to someone and they could not tell difference. I also my compliance rate was 97% usage before I found the particles. My rate now is 0%. It has been almost a month now with no response from phillips or the supplier. I went to doctor the other day he was not sure what to do but did hear whizzing in my breathing and put me on antibiotics to see if that might held been on them for 3 days does not seam to be working. I have had lot different test, but do not know what I should be tested for if I have plastic or form particles inside of me. Any suggestions? I do not have first machine phillips system one but do have the phillips dream station. I donated the phillips system one and I notified the hospital I donated it to because I think that is the one that I might of have something in my lung from. Both systems are on recall and have been registered with phillips. FDA safety report ID# (B)(4).